Event description:
It was reported that an automated peritoneal dialysis patient experienced stomach distention and ¿was in so much pain that they could not breathe". It was not reported if the patient was connected to the kaguya device at the time of the events. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with kaguya cycler were reviewed. A review of the most recent therapy initiated on the date of the reported event showed that the programmed estimated night uf may have been set too low (0 ml) for the most recent therapies. Per the kaguya clinician guide, setting the estimated night uf too low, or to zero, may result in a higher risk of iipv (increased intraperitoneal volume). The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The therapy data from the seven most recent completed therapies showed the patient¿s average uf was approximately 516ml. Based on the device log analysis, the most likely cause of the reported event was determined to be the programmed estimated night uf being set too low. Should additional relevant information become available, a supplemental report will be submitted.